Manufacturer narrative:
G4: 30oct2019; b4: 31oct2019. The customer troubleshot with tech support over the phone. The customer replaced the touchscreen to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.